Event description:
Claimed doctor was using defibrillator and after the vent stopped working

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: communication with the customer was very poor. The customer never responded to repeated requests to provide information. Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The ventilator became inoperable or stopped working as intended when the doctor was using a defibrillator. In the operator's manual the operator is warned that all devices are not protected against reanimation with a defibrillator. The operator is instructed to disconnect the co2 sensor before using a defibrillator on the patient. As the correct and complete log files are not available, we cannot indicate if a co2 sensor was connected or not. The available information is not sufficient to determine the root cause of this event. In consequence no correction could be made. There was no patient or user harm reported.